Event description:
It was reported that the ilet pump displayed alert 56 indicating excessive host resets and a device restart/malfunction; the user¿s mother restarted the pump, after which the alert resolved, and the user experienced a high blood glucose up to 236 mg/dl that was out of range for about two hours and was corrected with insulin injections, with non-medical assistance provided by the mother. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of the information provided. Investigation of this case revealed a mechanical problem, with mechanical issues identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.